Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. No instrument has been returned to the manufacture for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation. It was reported that the precision aiming device (pad) would not tighten down properly during a case for drill bit placement. An alternate pad was utilized for the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The insertion/removal tool was returned to the manufacturer for evaluation. Testing found that the retention screw was having difficulties being adjusted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.